Event description:
Belmont received mir reference number: (B)(4). Which detailed the following incident. Seal broken around spike, unable to disconnect empty unit or reattach more units. Occurred on two spikes during massive transfusion protocol. There is no indication of any patient harm or impact.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The user has been contacted to determine if it is possible to obtain the disposable set for investigation. The user will lose the ability to infuse the patient with the affected spikes. Other spikes can be used to infuse the patient and the disposable set can be exchanged to continue infusion. No patient impact was noted as a result of the reported incident. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The disposable sets are 100% leak tested and visually inspected prior to sale. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
Belmont followed up with the user facility on feb 12th, feb 22nd, march 7th and march 27th to obtain additional information however none was provided. The disposable set was not provided for investigation. From previous similar complaints, possible causes of this issue include user error due to the user gripping the tubing instead of the spike itself while removing the bag from the spike, or an assembly issue where inconsistent amounts of solvent are applied. A retain sample from the same lot was reviewed, and no issues were identified. As the disposable set was not provided, no device malfunction could be confirmed. Therefore no device malfunction could be verified and the root cause could not be determined. Belmont will continue to monitor this issue moving forward.